Manufacturer narrative:
Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that patient went in to have pump disconnected; pump read 1.3 ml reservoir volume but 5fu administration bag was still full. Spike adapter with chemo lock was not connected to the chemo lock bag spike inside the fanny pack black bag. Pump had not alarmed. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found signs of fluid ingression found on device. There was no evidence of the reported error in the event history log. The reported problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. The investigation was unable to determine why the device was disconnected. No problem was found with the latch/lock mechanism. However, multiple high pressure alarm messages after starting were found in the device's event history logs, and the fluid ingression found on the downstream occlusion sensor was suspected as the possible cause of the issue; thus, the downstream sensor was replaced. The root cause of the reported issue was unknown. The product is beyond 20 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).